Event description:
Six falsely elevated troponin I (troponin I ultra, tni-ultra) patient sample test results were obtained from an atellica im 1300 instrument. The initial test results were reported to the physician(s). The same samples were repeated on the same atellica im 1300 instrument and on an alternate instrument generating lower test results. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tni-ultra results.

Manufacturer narrative:
The customer contacted siemens to report six falsely elevated troponin I (troponin I ultra, tni-ultra) patient sample test results were obtained from an atellica im 1300 instrument. The test results from the alternate instrument were not provided by the customer. Siemens is investigating.

Manufacturer narrative:
The initial 2432235-2021-00183 was filed with the FDA on 14-jul-2021. Additional information (21-jul-2021): siemens reviewed the available information and found the instrument's autocheck data was within specifications for the wash aspiration and for the base delivery. Quality control materials run on the day of the event were within the acceptable ranges. Instrument data for sample and reagent probe monitoring was not available for evaluation. The cause of the falsely elevated troponin I (troponin I ultra, tni-ultra) patient sample test results is unknown. The instrument is performing within specification. No further evaluation of this instrument is needed. Section h6. Type of investigation was updated.